Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches on the outer housing of the valve, but no significant deformations or damage was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer control test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer control testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal as well as the vertical position. The results show that the m.blue is operating within the accepted tolerance in the horizontal position, but not within the specified tolerances in the vertical position. An accelerated outflow could be determined. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling, deposits were found in the valve. Results: based on our investigation results, we can determine an accelerated outflow and adjustment difficulties. The determined deposits could be the cause for the functional deviations. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue (material #fx801t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the valve caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Gender: male (no further patient data submitted).